Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had power up failure code 14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4; d9; e1 event site email; g2 contact person ¿ mfg site; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer (fse) observed the device and installed regulators (d103-00-0633) on unit. Preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. Note: safety disk was replaced at customer request due to expiration date coming up. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿regulator¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.